Event description:
It was reported that a patient underwent a plif procedure at l3/l4 to treat degenerative instability. During surgery, the tulip of the screw broke. The broken pieces were able to be removed. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that microscopic examination confirms one side of fixed angle screw head broken. The unbroken side of the fas head reveals multiple thread flank damage, with plastic deformation in a downward direction. On the broken side fracture appears to have initiated at the base of the thread root and propagated cross-sectionally through the implant.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.